Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rtt) and end of life (eos) status after 3 months of implantation. Boston scientific technical service recommended to return the device for analysis. A replacement will be schedule. The icm remains in service and no adverse patient effects were reported. The icm was explanted due to premature battery depletion. A new icm was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a anode ribbon breaching to cathode within the battery that resulted in the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "manufacturing deficiency."

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rtt) and end of life (eos) status after 3 months of implantation. Boston scientific technical service recommended to return the device for analysis. A replacement will be schedule. The icm remains in service and no adverse patient effects were reported. The icm was explanted due to the icm reaching eos after 3 months of implantation. A new icm was implanted. No adverse patient effects were reported.